Manufacturer narrative:
Iq200 urine microscopy reporting burning smell, smoke and a "blown" circuit board, fuse 10 and 13 on backplane pcb board - considered charred material. No injuries reported, nor fire department called, no visible flames seen. No injury, treatment or change to patient management reported by the customer.

Event description:
Customer stated that they smelled something burning on iq200, saw smoke, they turned off and unplugged the instrument from the wall outlet. The customer stated no one was injured. Interconnect board suffered failure at fan connection.